Event description:
The pt was implanted with an ipg on (B)(6) 2005. It was reported that the pt was experiencing discomfort due to the implant depth of the ipg. On (B)(6) 2010, the pt's ipg was replaced with a smaller model. The explanted device was returned to the MFR for analysis.

Manufacturer narrative:
Eval: results - as returned, the ipg successfully communicated with a lab programmer. Per published dimensions in the dfu, the ipg measured comparably. No anomalies were noted with the physical dimensions. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.